Event description:
The pt with stenosis had plif on l5 - s1 and had additional screw on s2 for reinforcement on (B) (6) 2006. After 3 months ((B) (6) 2006) check-up, the surgeon found that the screws at s2 both sides were loosened and the oic cage was backed out into the spinal canal about 6mm however, the pt has no complaint of pain or any discomfort. The surgeon has decided to leave it as it is since the pt has no complaint so far. The surgeon addressed that this system ((B) (4)) may not be suitable for this surgery.

Manufacturer narrative:
(B) (4). As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 5 reportable events associated with this event type (malfunction) and product code kwp.